Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that an anonymous customer went to the emergency room (ER) due to blood glucose (bg) level of 549 mg/dl with ketones, and vomiting. Reportedly, the cause was a kinked cannula on a non-tandem infusion set. The infusion set brand and manufacture was not provided. Bg was treated with intravenous fluids. No additional information was provided.